Manufacturer narrative:
(B)(4). The customer reported that there was a loss of audio. No pt harm was reported. There have been no further reports of speaker malfunction since replacement of the pt monitor's main board associated with this event. The info provided related to this situation and similar complaints does not support that there is a systemic problem or design or labeling malfunction. The device labeling (IFU) adequately warns not to rely solely on audible alarming. No further investigation or action is warranted.

Event description:
The customer reported that there was a loss of audio. No pt harm was reported.